Event description:
A continuous venovenous hemodialysis (cvvh) catheter thrombosis was noted and was in the incorrect location which required new catheters in the right internal jugular (rij) vein and femoral artery. On (B)(6) 2022 the patient had a right groin bleed with a hemoglobin drop to 6.6 grams per deciliter after replacement of cvvh catheters with new lines. The patient had recurrent sustained ventricular tachycardia (vt) which required direct current cardioversion (dccv) and lidocaine treatment. The lidocaine was downtrended from 2 mg to 1 mg. The patient's encephalopathic condition was improving with decreased lidocaine and continued precedex. On (B)(6) 2021 cvvh was stopped due to signs of renal recovery. Aquapheresis was started; the aquapheresis line clotted several times requiring heparin injection into the catheter. Intermittent hemodialysis (ihd) resumed on (B)(6) 2022 with a goal of 1.5 liter removal. The patient experienced dizziness which may be due to peripheral causes. Initial evaluation suspected signs compatible to positional vertigo. Computed tomography (CT) and medication evaluation was scheduled. Mexiletine was discontinued on (B)(6) 2022 and the patient was reported to be in stable condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2021 post operatively from lvad placement in the etiology of ventricular fibrillation (vf), the patient was experiencing seemingly septal premature ventricular contractions (pvcs) which brought upon the onset of the vf events. To mitigate risk of pvcs occurrences the implantable cardioverter defibrillator (ICD) pacing settings were changed to be vvi 110 beats/min. At 6 am of (B)(6) 2021 the patient had a run of supraventricular tachycardia (svt) and was given two amiodarone boluses with a break back to normal sinus rhythm (nsr). At 7:12 the patient went into a wide complex tachycardia (appeared to be ventricular tachycardia - vt) and was given more amiodarone and magnesium. On (B)(6) 2022 the patient developed post procedure hyperkalemia. The patient was not responding to diuresis and was started on continuous veno-venous hemofiltration (cvvh). The patient's potassium was downtrending to a normal range. On (B)(6) 2022 the patient's hemoglobin dropped to 6.1 g/dl and was transfused with 1 unit of packed red blood cells (prbc) which brought hemoglobin up to 7.5 g/dl. On (B)(6) 2022 the patient had a right groin bleed with a hemoglobin drop to 6.6. On (B)(6) 2022 the patient had a psychiatric episode of mild hyperactive delirium that was treated with precedex and was given 3 units of prbc.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists cardiac arrhythmia, bleeding, peripheral thromboembolism, psychiatric episode, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, section 6 lists arrhythmia and thromboembolism as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time no further information was provided. The manufacturer is closing the file on this event.